Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing of the r-wave on the atrial channel. Boston scientific technical services (ts) provided reprogramming recommendations. At this time this crt-d remains in service and there were no adverse patient effects reported.